Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Battery voltages were observed to be low. The pod generated an 0xd7 alarm, indicating power on reset detected while running. The exact cause of the reported 0xd7 alarm and observed low battery voltages could not be determined. It could not be determined if the observed low batteries are in any way linked to the reported 0xd7 alarm. The exposed portion of the soft cannula was observed to be torn and flattened, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm during operation.